Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 8:00 p.m., the customer performed a blood glucose testing using a meter from a different manufacturer and obtained a reading of 357 mg/dl. At 8:01 p.m., the customer ran a testing on the contour meter and obtained a reading of 96 mg/dl. The difference between the readings falls in the ""d" zone of the consensus error grid, making the difference clinically significant. No adverse event alleged. The customer has been advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.